Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: during the investigation, a review of the black box showed multiple unexplained power reset events on (B)(6) 2018. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. A leak test failed due to a battery compartment leak . The pump¿s ¿ez-prime¿ steps were performed correctly, and no power interruption occurred during the investigation. Investigators were unable to duplicate the ¿power ¿ complaint. The pump¿s cover was removed, and further moisture corrosion was found to the power printed circuit board and to the cgm module.